Event description:
It was reported that the patient complained about receiving shocks from the system controller. On (B)(6) 2022, the patient stated that the shocks were happening at night while in bed. At the time, it was thought to be static electricity. The patient's spouse noticed their clothing had been clingy and assumed that was the issue and stated they would use a humidifier. The issue was thought to be resolved. On (B)(6) 2022, the patient presented to clinic and stated that they are still having shocks and not just while in bed. The patient said they did not think the shock was static as it was not a quick one-time discharge like a static shock but a continuous tingle which was much like placing the tongue against a 9v battery. They said the shock did not break until they broke contact with the system controller. The patient said that they left contact at times for a length of time to see if it would burn their arm. They said it often occurred when they were on the toilet but could also happen when eating or any other time. The shocks reportedly occurred when making contact with the ring where the driveline was inserted into the controller or the general area. There were noticeable bare metal spots on the controller in the nearby areas where the paint was worn off. It was recommended to replace the controller as the issue could be occurring due to the controller missing paint. Log files were submitted but they only captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received the controller was exchanged and the exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shock was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (08oct2022 ¿ 11oct2022 per timestamp). There were no notable alarms active in the log file. All alarms active in the log file were due to routine power source exchanged. Pump operation was not affected. Another log file was downloaded for review. A review of the submitted log files showed events spanning approximately 4 days (15oct2022 ¿ 18oct2022, 31oct2022 per timestamp). Events captured on 31oct2022 took place in the testing labs at abbott. The power cables were disconnected from power during the reported controller exchange on 18oct2022 at 12:36:10 and the driveline was disconnected at 12:36:23 and the controller was shut down at 12:36:37. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller was able to function as intended. Additional testing was performed with returned system controller. The leakage current was measured while the returned system controller was powered by a test mobile power unit (mpu). The voltages and currents were measured on various combinations of equipment under different configurations of the ac mains setup. The only anomaly noted during the investigation was that controller had multiple areas on its housing where the paint was worn off, thus exposing the bare metal housing. Otherwise, the construction and operation of both the controller and mpu were normal. The patient leakage current (i.e., the ac current flowing from ac mains to the patient) was within the spec of 10¿a. Additional information provided on 24oct2022 stated that changing the controller resolved the issue. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power the heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #10006136, rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.